Event description:
It was reported that during a procedure to treat a lesion in the proximal right superficial femoral artery with mild calcification, a 7 x 40 x 80 absolute pro vascular self expanding stent system (sess) was advanced over a non-abbott guide wire without resistance and successfully implanted without issue to treat the target lesion. During withdrawal of the absolute pro sess resistance was felt with the non-abbott guide wire and the sess became stuck. Reportedly, the absolute pro sess and non-abbott guide wire were successfully removed from the patient anatomy as a single unit. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight of the patient. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.